Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage, one of the fragments contains a silver surgical essure device'), device dislocation ('migration, protruding into the peritoneum from the tube'), uterine perforation ('perforation (uterus)'), intestinal perforation ('perforation: please describe and state location of the perforation: bowls/malposition of essure device location of device:poking into bowels'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibrosis, adenomyosis uteri and endometrial ablation. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), arthralgia ("joint pain"), myalgia ("muscular pain") and gastrointestinal pain ("pain: bowels"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain/pain."), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia(bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant) and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2012: ablation and on (B)(6) 2018 total vaginal hysterectomy. Salpingectomy (bilateral),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, uterine perforation, intestinal perforation, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, vaginal haemorrhage, migraine and allergy to metals outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased and gastrointestinal pain had resolved and the arthralgia and myalgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, intestinal perforation, migraine, myalgia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs: insertion date: 25-apr-2012. Plaintiff received treatment for pelvic/chronic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia, metorhagia, gen. Abnormal. Bleed, breakage, migration, perforation (uterus). Discrepancy noted for essure removal date- 09 nov2018. Current weight as of 19-sep-2019:170 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on 11-jul-2012: results: total bilateral occlusion. Everything looked good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, pelvic pain, dysmenorrhea. Lot number: 952111. Manufacture date: 2012-02. Expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage, one of the fragments contains a silver surgical essure device'), device dislocation ('migration, protruding into the peritoneum from the tube'), uterine perforation ('perforation (uterus)'), intestinal perforation ('perforation: please describe and state location of the perforation: bowls/malposition of essure device location of device:poking into bowels'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibrosis, adenomyosis uteri and endometrial ablation. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), arthralgia ("joint pain"), myalgia ("muscular pain") and gastrointestinal pain ("pain: bowels"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain/pain."), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia(bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant) and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2012: ablation and on (B)(6) 2018 total vaginal hysterectomy. Salpingectomy (bilateral),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, uterine perforation, intestinal perforation, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, vaginal haemorrhage, migraine and allergy to metals outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased and gastrointestinal pain had resolved and the arthralgia and myalgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, intestinal perforation, migraine, myalgia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs: insertion date: (B)(6) 2012. Plaintiff received treatment for pelvic/chronic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia, metorhagia, gen. Abnormal. Bleed, breakage, migration, perforation (uterus). Discrepancy noted for essure removal date- (B)(6) 2018. Current weight as of (B)(6) 2019:170 lbs. Approximate weight at the time of essure placement 140 lbs. . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Everything looked good.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), uterine perforation ('perforation (uterus)'), intestinal perforation ('perforation: please describe and state location of the perforation: bowls/malposition of essure device location of device:poking into bowels'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), myalgia ("muscular pain") and gastrointestinal pain ("pain: bowels"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain/pain."), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia(bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2012: ablation, on (B)(6) 2018 salpingectomy (bilateral) and on (B)(6) 2018 salpingectomy (bilateral),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, uterine perforation, intestinal perforation, menorrhagia, metrorrhagia, genital haemorrhage, vaginal haemorrhage, migraine and allergy to metals outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased and gastrointestinal pain had resolved and the arthralgia and myalgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, hormone level abnormal, intestinal perforation, menorrhagia, metrorrhagia, migraine, myalgia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs: insertion date: (B)(6) 2012. Plaintiff received treatment for pelvic/chronic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia, metorhagia, gen. Abnormal. Bleed, breakage, migration, perforation (uterus). Current weight as of (B)(6) 2019:170 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), uterine perforation ('perforation (uterus)'), intestinal perforation ('perforation: please describe and state location of the perforation: bowls/malposition of essure device location of device:poking into bowels'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), myalgia ("muscular pain") and gastrointestinal pain ("pain: bowels"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain/pain."), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia(bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on -(B)(6) 2012: ablation, on (B)(6) 2018 salpingectomy (bilateral) and on (B)(6) 2018 salpingectomy (bilateral), d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, uterine perforation, intestinal perforation, menorrhagia, metrorrhagia, genital haemorrhage, vaginal haemorrhage, migraine and allergy to metals outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased and gastrointestinal pain had resolved and the arthralgia and myalgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, hormone level abnormal, intestinal perforation, menorrhagia, metrorrhagia, migraine, myalgia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs: insertion date: (B)(6) 2012. Plaintiff received treatment for pelvic/chronic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia, metorhagia, gen. Abnormal. Bleed, breakage, migration, perforation (uterus). Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Everything looked good. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pelvic/chronic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), gen. Abnormal. Bleed, breakage, migration, perforation (uterus), fatigue, gi conditions, hair loss, hormonal changes, weight gain. Event outcome was added for the events: pelvic pain, dysmenorrhea, abdominal pain, back pain, fatigue, gi conditions, hair loss, hormonal changes, weight gain. Lab data and reporter's information was added. On 19-sep-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), nickel allergy, please describe and state location of the perforation: bowels, joint pain, muscular pain, pain: bowels were added. Event outcome was added for the events: bowels, joint pain, muscular pain, migraines / headaches were added. Lot number was added. Lab data and reporter's information was added. Fu 2&3 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.